Event description:
Customer reported intermittent, on-going elevated blood glucose levels. The specific value of the blood glucose level was not provided, but it was indicated as "high." Cause was not known. The customer administered a corrective injection using multiple daily injections (mdi) to address the high blood glucose level. Control iq feature was activated at the time of the event. Technical support recommended that the customer consult with the healthcare professional regarding factors affecting blood glucose levels, and the customer understood this recommendation.